Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer stated the facility where the end-user lives called and stated that the rear tire is falling off the rim.